Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had partial display as well as button were not responding. Customer¿s blood glucose was 340 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. Device received with operating currents within specific. However, device received with corroded battery tube. No low battery alert noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. No blurry display, partial display or missing segments noted. The keypad traces and keypad connector was inspected and no anomalies noted.